Event description:
A mobile provider called in with an issue he had with a leaking needle. The cryotherapy procedure was a CT guided renal case that used four needles. Air/gas was observed within the pt using CT imaging. The first freeze was completed but showed some unexplained gas within the pt. After the second freeze more gas was observed. The gas was confirmed to the retro peritoneal space. The case was completed with no pt injury. The mobile provider then tested and examined the needles and found that 1 needle had a leak 5cm back from the tip of the needle.